Event description:
It was reported that the device needed maintenance. Upon evaluation of the device ventec observed that it had little to no ventilation output, resulting in low exhaled tidal volume (vte) levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of little to no ventilation output, resulting in low vte levels was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ecm.